Event description:
Neuro drill was being used to create a burr hole. Surgeon using the drill and it did not stop right away after going through bone. The nurse disconnected hand piece from the drill console. Planned procedure of right ventriculoperitoneal shunt placement performed and completed as intended. The drill console is in the possession of biomed in the or. The drill hand piece is in reprocessing department in the or and tagged for evaluation. The rep from medtronics has been notified and will come to evaluate both the drill and hand piece. There is one other component to this the disposable perforator that was not saved from this case.